Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist remoted in and reset the cubex application, which allowed the customer to issue medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, the drawer did not open. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.